Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely due to the programming of the device.

Event description:
It was reported that there were episodes of undersensing noted on the device. Technical support recommended reprogramming changes to resolve the undersensing. The device will be reprogrammed at the next follow-up appointment and the patient was stable with no consequences.